Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that from march 3rd to 6th, the doctor replaced the suction-type tracheostomy tube and accessories for a patient, inflated the syringe with 5 ml, and the cuff pressure was about 26 cmh20. From the 3rd to the 7th, the cuff pressure was about 12 cmh20. No adverse effects were reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.